Event description:
It was reported that intermittent audio output occurred. Data was provided for the investigation within the alert range. The allegation is not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).